Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during a routine pulse generator change out, the atrial lead exhibited unacceptable capture thresholds. The lead was explanted.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 12.5 cm to 12.8 cm from the distal end, exposing the outer coil, due to friction with another device.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.